Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2045240. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the patient used the central vein for chemotherapy and closed the central vein line with the prefilled catheter irrigator, it was found that the spiral mouth at the interface was broken, which led to the decrease of the patient's trust in medical staff and waste of medical equipment.